Event description:
Customer complained about receiving an alarm on his insulin pump. During troubleshooting, customer stated that the drive support cap on the insulin pump is protruded. Current blood glucose level is 266mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The functional testing could not be completed due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, a broken belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.